Manufacturer narrative:
Additional removed components: sliding core mobile bearing, model# 40-141, lot# 0939102, expiration date 12/01/2016, device manufacture date 12/01/2011; talar component, model# 400-255, lot# 091204/1600, expiration date 04/01/2015, device manufacture date 04/01/2010. The DHR for part no 400-262, lot no 100114/0288 notes that 3 out of 40 pieces were discarded. The dhrs for both part no 400-255, lot 091204/1600 and part no 400-141 lot no 0939102 show no deviations. All released parts were within specification. Review of the pt's radiographic images notes the repair of the fractured medial malleolus was unsuccessful resulting in ankle instability. Visual examination of the explanted device confirms wear consisted with an unstable ankle and removal marks.

Event description:
Star total ankle replacement system was removed and pt's ankle was revised to fusion.